Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the device. The customer acknowledged that the pump could be continued without issue and understood to call back if any further malfunction codes appeared.